Event description:
It was reported that the itrak 2000 system intermittently shuts off. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.